Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity sets experienced leakage. The following information was provided by the initial reporter: bd gravity set check valve roller clamps are leaking. Clinical staff have had multiple IV tubes start to leak at just below the IV chamber.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model number was not provided by the customer. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity sets experienced leakage. The following information was provided by the initial reporter: bd gravity set check valve roller clamps are leaking. Clinical staff have had multiple IV tubes start to leak at just below the IV chamber.